Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose level was 600 mg/dl. Reportedly, emergency services were called to assist the customer with their bg and transported them to the emergency room where they were admitted to the hospital. The customer was treated intravenously with fluids of saline. Reportedly, the customer was also experiencing an ear and sinus infection. The customer was released from the hospital on (B)(6) 2023 with no permanent damage and issue resolved.